Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) asked for help interrogating a pump. The patient was referred to the emergency room (ER) for assessment of the pump; the dose was changed friday but the patient continued to have increased spasticity. Hcp wanted to reach local mdt representative; technical services provided phone number to national answering service. Additional information received from a healthcare provider (hcp) reported that the cause of the increased spasticity was due to the switch to short duration higher volume dosing. Overall dose was increased. The hcp reported that there may have been an infection, although the final hospital notes were not reviewed yet. The hcp noted that the device reported normal function. The patient was hospitalized and was changed back to continuous dose at same daily dose. It was unknown if increased spasticity had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.